Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch report# 2100090000-2019-8004. It was reported that the patient was admitted for left shoulder arthroscopy with debridement of synovitis, a rotator cuff repair and bicep tendonitis. A peripheral nerve catheter was placed by an anesthesia provider using ultrasound guidance. The patient was discharged with the catheter in place, which was connected to a disposable on-q pain pump. The patient had daily follow up with anesthesia providers to assess pain status. The patient was directed to remove the catheter with the help of her husband while the anesthesia provider was on the phone. The patient's husband was able to withdraw the catheter approximately 4cm before encountering resistance. The patient was then directed to her local emergency department for catheter removal. The emergency room (ER) medical doctor (md) was able to remove the catheter, but in doing so the catheter cover sheared off the internal catheter wire. An x-ray was obtained to ensure complete catheter removal, and no catheter fragments were noted.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter could not be flush. The customer returned one empty kit with a snaplock assembly and an epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.0ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter not being able to flush could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
Medwatch report#: (B)(4). It was reported that the patient was admitted for left shoulder arthroscopy with debridement of synovitis, a rotator cuff repair and bicep tendonitis. A peripheral nerve catheter was placed by an anesthesia provider using ultrasound guidance. The patient was disch arged with the catheter in place, which was connected to a disposable on-q pain pump. The patient had daily follow up with anesthesia providers to assess pain status. The patient was directed to remove the catheter with the help of her husband while the anesthesia provider was on the phone. The patient's husband was able to withdraw the catheter approximately 4cm before encountering resistance. The patient was then directed to her local emergency department for catheter removal. The emergency room (ER) medical doctor (md) was able to remove the catheter, but in doing so the catheter cover sheared off the internal catheter wire. An x-ray was obtained to ensure complete catheter removal, and no catheter fragments were noted.